Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, no disposable alarm was noted when there was 30 ml of infusion left in the cassette. No patient consequences were reported. No adverse effects were reported.